Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9736411 and 9735764 h3, h6: a medtronic representative went to the site to test the equipment. The solid state drive (ssd) and computer were replaced to resolve this issue. Codes b01, c07 and d02 are applicable to this analysis. The computer, lot number: 2111f00365, was returned to the manufacturer for analysis. After several attempts to restart and shutdown and re-power up computer, the computer had various boot issues and no consistency on how burnin test reacted to reboot. Initial boot up showed one loopback (usb port) failed at time of start-up after shut down and restart several loopback testing devices (usb) failed to pass burnin test, as well as 3.5mm sound jacks. Codes b01, c07 and d02 are applicable to this analysis. Vendor analysis confirmed that there was no sounds output. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was booting up the system when they received a boot up error. The site rebooted the system and received the same screen. There was no patient involvement.